Manufacturer narrative:
Device has not been explanted and/or returned; therefore, product evaluation is not possible. X-rays revealed the confirmation of the fractured s1 screw. Unable to determine the cause of the event.

Event description:
It was reported that a patient underwent a spinal fusion with posterior instrumentation. Upon a follow-up x-ray, it was revealed the discovery of a s1 fractured screw, approximately 12 months post-op. No patient complications were reported prior to the follow-up x-ray. No revision surgery has been scheduled at this time. The physician is continually monitoring the patient.